Manufacturer narrative:
Section h10: (d4) lot number: 264006002. (H3) the broken instrument reported was likely the result of the small bridge area thickness of 03.035 inches, coupled with movement of the pull release shaft (301-200-01) during implantation, which likely make the bridge area susceptible to failure.

Event description:
It was reported that during impaction a little sliver of metal broke off on the left side of the broach handle between 0 and 10 degrees of version. The broach handle works but losing that piece of metal has created a sharp edge. No parts or pieces fell into the patient¿s wound site. There was no surgical delay. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. As determined, the broken instrument reported was likely the result of the small bridge area thickness of 0.035 inches, coupled with movement of the pull release shaft (301-200-01) during impaction, which likely made the bridge area susceptible to failure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. As determined, the broken instrument reported was likely the result of the small bridge area thickness of 0.035 inches, coupled with movement of the pull release shaft (301-200-01) during impaction, which likely made the bridge area susceptible to failure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d1, h6. As determined, the broken instrument reported was likely the result of the small bridge area thickness of 0.035 inches, coupled with movement of the pull release shaft (301-200-01) during impaction, which likely made the bridge area susceptible to failure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.